Event description:
It was reported the left ventricular (lv) lead had a possible fracture. The lv lead exhibited high impedance and a sensing issue. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 694958, implantable tachy lead, implanted: (B)(6) 2007; product ID: d314trg, implantable bi-ventricular de fibrillator, implanted: (B)(6) 2011; product ID: 419488, implantable pacing lead, implanted: (B)(6) 2011. (B)(4).